Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va13f4s, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3889-28, lot#: va13f4s, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient suffered a severe fall off a horse. The patient was seen in the office and high impedances were seen on all combinations with the physician programmer. A new lead was placed on the opposite side and during the lead revision, the lead was completely fractured when the doctor went to remove the lead. It was noted the lead was partially removed. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth.